Event description:
It was reported that the patient¿s spinal stimulator failed on them the year prior to the date of this report. The device had malfunctioned. The patient stated ¿it malfunctioned, it went haywire and it did not want to turn off.¿ it was noted that it caused the patient a lot of pain. It was further noted that ¿it was always a problem.¿ the patient also stated ¿just trying to lay in bed and the thing just went crazy.¿ additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v650832, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# v643871, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension (B)(4).